Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the issue. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.